Manufacturer narrative:
Product analysis: it was determined at analysis that the overlay skipped across the screen in the area where the analyzer application was, that could make it difficult to select the analyzer. It was noted that the system fan was noisy, there was a broken tab on the power cord bay door and a broken media bay door. It was noted that the lower case feet were worn, the stylus tip was pulling apart however it was functional, the electrocardiogram (ECG) connector was loose, the universal serial bus (usb) connector broken and the power cord was missing. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmers analyzer. A replacement analyzer was installed in the programmer but this failed to resolve the issue. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.